Event description:
The patient heard critical alarm on (B) (6) 2009. The patient described the alarm and the code (8473) during evaluation at the clinic. The next day, the patient was not feeling well and had pain; he was taking oral opioids. The pump was initially turned off and additional oral opioids were prescribed. The pump was stopped on (B) (6) 2010 by patient request, as the critical alarm was disturbing him; two weeks later, it was replaced. No injury was reported to the patient and he recovered without sequela.

Manufacturer narrative:
(B) (4). This report is being submitted late due to a delay by a manufacturer employee. Training is in place.